Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed due to noise on the right ventricular (rv) lead resulting in inappropriate therapy. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.